Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device and leads were removed due to a pocket infection. The device was removed less than one year post implant. No patient complications have been reported as a result of this event.